Manufacturer narrative:
E1 - initial reporter establishment name: (B)(4). E1 - city: (B)(4). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had scope connecting section wobbled. There was no patient involvement.